Event description:
Surgeon said pt had elevated cobolt levels and a symptomatic ultrasound. Therefore, wanted to do a revision to replace the cup and the stem.

Manufacturer narrative:
The other device listed in this report is an unk mitch cup MFR by depuy. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.